Event description:
Additional information received reported that the event was attributed to the pump. There would always be 2 to 3 ml left in pump than what it should be. It was unknown if the event was due to catheter. The issue had been resolved. The device was used to deliver compounded baclofen.

Event description:
It was reported that a volume discrepancy was observed. The actual residual volume (arv) was greater than the expected residual volume (erv). No specific values were provided. The patient experienced return of symptoms and increased spasticity described as 'stiffer and stiffer'. No audible alarms were heard and no diagnostic tests had been performed as of the date of the report. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter.